Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2017. Customer was the intensive care unit due to diabetic ketoacidosis. Customer's blood glucose was 616 mg/dl and was treated with IV drip. Caller was inquiring if a representative could test the insulin pump at the hospital. Troubleshooting could not be performed and customer was being taken for a procedure and nurse nor customer was able to talk. Caller would call back when able to troubleshoot.